Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient had full revision surgery due to high impedance. It was discovered that the lead wire was frayed all the way to the electrode coil. The explanted device is scheduled for return. The physician has indicated that the believed cause of the abraded insulation is unknown. The explanted lead has not been received to date. No other relevant information has been received to date.

Event description:
The lead was received and product analysis was completed. The abraded insulation and fracture allegations were confirmed and concluded likely due to wear. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer tubing. Additionally, a section of outer tubing of 2nd portion appeared twisted, likely due to patient manipulation/rotation of the device while it was implanted (twiddler). No other relevant information has been received to date.

Event description:
Product analysis was completed and the fracture and abraded insulation allegations were confirmed. There were also dried remnants of what appear to have once been body fluids inside the inner and the outer tubing, in some areas. Product analysis on the generator was completed and review of the data revealed high impedance was seen at an earlier date. No other relevant information has been received to date.